Event description:
Upon additional follow up, reporter indicated the reported patient issue has resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of bilateral mild anterior chamber reaction, observed at two weeks post lasik treatment. Reporter indicated bilateral anterior uveitis was treated with increased topical steroid eye drop dosage. Patient noted two days after stopping the topical steroid eye drop he felt light sensitive in the right eye, then the left eye became involved, and both eyes became painful. Reporter indicated the symptoms have not resolved. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).